Event description:
During an office visit elevated capture thresholds and marked rapid depletion of the patient's pulse generator was noted. Patient had complained of chest pain, dyspnea, and fatigue. Lead was found to be fractured, and was extracted and replaced along with this crt-d.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.